Event description:
It was reported that the pump experienced cpu piezo alarms during use. The pump continued to function properly, but the alarm continued. Because of the alarm, the pump was exchanged. There were no pt complications.